Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files 6x sterile broke during use. The outcome of the event is unknown as of this MDR.

Manufacturer narrative:
Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. No link can be established between breakage issue and information found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
Summary: involved products that broke during use were not returned and cannot be analyzed. No link can be established between breakage issue and information found during dhrs review (batches #1746865, #1748292, #1740878, #1757775, #1756716, #1757431 and #1756963). The four unused reciproc blue files r40 6/100 25mm 040 were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).